Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified 350cc mentor gel breast implants and suffered several unexplained systemic symptoms, including fatigue, hormonal changes, mental illness, sexual dysfunction, and pain. The patient stated that her physician did not find any issues in her blood work and physicality. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2019. The patient has fully recovered from all of her symptoms after the removal surgery. No device issue was reported. The root cause of the patient¿s symptoms is unclear. Since no contact information was provided, mentor was unable to follow up for further clarification. This report is for the left-sided prosthesis.